Manufacturer narrative:
Review of the instruments run data identified a tube leakage occurrence in run #343. This impacted on both background and baseline levels of all channels and caused the false positive call in the alleged sample in run #347. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Event description:
A customer in the (B)(6) alleged false positives for one patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. Sample 1 (lot: 01008z, run number 347 on serial number 15537) had a sars-cov-2, flu a, and flu b detected. The sample was retested (run number 502 on instrument serial number 16316) with sars-cov-2, flu a, and flu b detected. The customer collected the sample with nasopharyngeal swab using falcon collection tube containing samba ii buffer (catalog number 85ode). The sample was tested within 20-30 minutes of collection. The samples were refrigerated after initial testing, pending repeat. The customer reported no deviations from the instructions for use. However, the falcon tube is not a recommended collection method listed in the method sheet. The method sheet states: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd universal viral transport (uvt). This non-recommended use could lessen the chance of detection. The results were reported as not detected for sars-cov-2, flu a, and flu b. No harm was alleged. An investigation to evaluate the customer issue is ongoing.